Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8197147 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, very tortuous, 90% stenosed, distal right coronary artery (rca). The physician initially inflated the balloon to 8 atms, but some indentation remained at the lesion. Therefore, he attempted a second inflation, but the balloon ruptured at 3 to 4 atms. The procedure was completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status listed as "good".